Event description:
Follow up with the physician found that the increase in seizures was first observed in (B)(6) 2012. It was stated that the last vns was implanted in (B)(6) 2009 and was at nearly end of service when the seizures increased. The increased seizure frequency was back to the same levels as the patient's seizure frequency prior to vns. The patient has a single seizure type. No causal or contributory programming, medication, or other changes preceded the onset of the increased seizures. The device was replaced in (B)(6) 2012 and the seizures improved with the new device.

Event description:
It was initially reported that the patient was scheduled for generator replacement due to end of service (eos = yes). The patient underwent generator replacement on (B)(6) 2012. The implant card was received which confirmed that the patient underwent generator replacement on (B)(6) 2012 and that the replacement was due to battery depletion. The generator was returned to device manufacturer on (B)(4) 2013 for analysis. The generator analysis was completed on (B)(6) 2013. During the analysis, there was no indication from the device that an end of service condition existed. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. The physician indicated that the device was believed to be at end of service because the ¿device worked for four and a half years unknown increased seizures¿. It is unknown if the increased seizures were above or below the patient¿s pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Follow-up with the physician showed that the increase in seizures began in (B)(6) 2012. The age corresponding to this event date is (B)(6) years. This report is being submitted to correct this data. Previously submitted MDR indicated that diagnostics were from (B)(6). These diagnostics are actually from (B)(6) 2011. This report is being submitted to correct this data.